Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was between 432mg/dl. That blood glucose level went down to 410 mg/dl. Customer was on steroids and leaded to high blood glucose level. The customer had covid also. Auto mode feature was active at the time of incident. The sensor had calibration not accepted alert. The insulin pump will not be returned for analysis.